Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5083967/5083979.

Event description:
It was reported the patient had difficulty charging the ipg. It was noted also that patients lead had high impedances. The patient underwent an scs replacement procedure and doing well post operatively. The explanted device will not be returned due to facility policy.